Event description:
Having multiple pvc's (premature ventricular contractions) after receiving pacemaker (B)(6) 2021. Had an ablation done right after getting pacemaker put in. Has extreme headaches, neck pain in the veins, dizziness, extreme fatigue, blurred vision, extreme high blood pressure, low heart rate. Been in the hospital multiple times for the same thing after pacemaker and they can't figure out what is wrong. I believe there is something wrong with this pacemaker. I've never had headaches this bad in my life to where I cry and I just want to die because the pain is so bad. I am almost 80 years old and healthy other than this and I was very active prior to this pacemaker. I have things I need to do but I get so exhausted. Please look into this I would like to know if my pace maker is bad or the leads coming from it. FDA safety report ID # (B)(4).